Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that low speed advisory alarms on pt history screen was observed. Log files submitted for eval. The log file indicated that there were approx 12 low battery hazard events associated with power save mode events. Approx 6 of these low battery hazard events were associated with low speed advisory events. These events all appear to occur while the white power cable was disconnected and the black power cable was connected to the pt cable. Upon visual inspection of the pt cable, it was noted that the cable was kinked. Recommended replacing the pt cable and continue to monitor for unusual events. Additional info received (B)(4) 2013 - during the eval of the power module pt cable, a pump stoppage was noted (speed dropped to zero) while the test system controller was operated solely on the black power lead. The continuity test discovered compromised internal conductors in the black power lead, which caused intermittent pump stoppages and interruption of system operation.

Manufacturer narrative:
The device was returned to the MFR. Based on the cable and the analysis of the returned log file, the eval was not able to confirm a direct relationship between this cable and the report of low battery (voltage) and low speed advisory alarms. During the eval of the returned pt cable, the test system monitor and test system controller were operated without any alarm events. The test pump was also operated with each test system controller power lead independently disconnected and no alarm issues were noted other than a standard power cable disconnect alarm. The continuity test performed on the returned pt cable detected the early stages of conductor breakdown (slightly higher than normal resistance) in the black power lead, which did not affect the functionality of the returned pt cable. The voltage provided to the test system controller via the returned pt cable was at a sufficient voltage level, and no alarm flags were captured on the system monitor display. The cause of the slightly high resistance in the black power lead appeared to be related to fatigue due to repetitive flexing of the power lead during use. Although the analysis of the returned log file associated with this event confirmed the low voltage and speed alarms as reported, the analysis could not determine the root cause of the reported alarms based on the eval of the 14v pt cable. A review of the device history records revealed no deviations from manufacturing or qa specification. No further info is available at this time. The MFR is closing its file on this event.